Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that a complete circumferential tear occurred in the balloon material approximately 1mm distal to the distal edge of the proximal markerband. A break noted in the inner shaft at 2.5cm distal to the distal edge of the distal markerband. An examination of the break in the inner shaft found that the break is consistent with excessive force having been applied to the shaft which inevitably caused the shaft to stretch and break. An examination of the hypotube found that the shaft was kinked at various locations along its length. No issues were noted with the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "the complaint states that the balloon was inflated above its rated burst pressure of 14 atmospheres". (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, inflation issue and a detachment occurred. Vascular access was obtained via the radial artery. The 80 to 90% stenosed, eccentric shaped, 35mm in length, de novo lesion was located in the moderately calcified and non-tortuous, and 2.5mm in diameter mid right coronary artery. Three attempts were made to pre-dilate the lesion with a 20x2.0mm maverick balloon catheter, a 20x2.0mm non-bsc balloon catheter, and finally this 20 x2.5mm maverick balloon catheter. The maverick balloon catheter was advanced to the lesion without resistance; however, the balloon did not inflate entirely, it seemed that the mid portion was glued on the catheter. The balloon was inflated over rbp for 10 seconds at 20 atms. The distal portion of the device then became detached from the catheter. The physician was able to remove the guide wire and balloon catheter successfully. The balloon catheter was completely contained within the guide catheter during removal and the devices were removed intact. It was further reported, that during this time, the patient experienced chest pain and the electrocardiogram (ECG) revealed pardee waves. The procedure was completed by stenting the vessel with two promus element stents and by the end of the procedure that patient had no chest pain and a normal ECG. No further patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, inflation issue and a detachment occurred. Vascular access was obtained via the radial artery. The 80 to 90% stenosed, eccentric shaped, 35mm in length, de novo lesion was located in the moderately calcified and non-tortuous, and 2.5mm in diameter mid right coronary artery. Three attempts were made to pre-dilate the lesion with a 20x2.0mm maverick balloon catheter, a 20x2.0mm non-bsc balloon catheter, and finally this 20 x2.5mm maverick balloon catheter. The maverick balloon catheter was advanced to the lesion without resistance; however the balloon did not inflate entirely, it seemed that the mid portion was glued on the catheter. The balloon was inflated over rbp for 10 seconds at 20atms. The distal portion of the device then became detached from the catheter. The physician was able to remove the guide wire and balloon catheter successfully. The balloon catheter was completely contained within the guide catheter during removal and the devices were removed intact. It was further reported, that during this time the patient experienced chest pain and the electrocardiogram (ECG) revealed pardee waves. The procedure was completed by stenting the vessel with two promus element stents and by the end of the procedure that patient had no chest pain and a normal ECG. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).